Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they disconnected to use the bathroom and forgot to put the flexicap on the end of patient line and received a system error alarm. After receiving the system error alarm, the home patient reports that they reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was associated with this incident, per the home patient.